Manufacturer narrative:
The device was returned and evaluated following the initial MDR submission. Visual inspection of the returned device identified no abnormal wear, damage, or thermal-related defects on the exterior housing. The device was placed on a charging pad and powered on successfully. During troubleshooting and observation, no spontaneous shutdowns occurred, and the device did not exhibit rapid battery depletion when set aside. Engineering logs were downloaded and reviewed. No fault codes, thermal events, or system errors associated with overheating or unexpected shutdowns were identified. Functional testing confirmed the device operated as intended and met performance specifications. As a precautionary measure, the device was cleaned and resealed, and the software was updated to the latest released version. A replacement device had already been provided to the user. No corrective or preventive action was initiated based on this evaluation.

Manufacturer narrative:
Investigation included review of user report, device replacement logistics, and planned device evaluation upon return. Investigation of this case revealed a suspected device malfunction related to unexpected power interruption. It was concluded that the event was device-related and a replacement was appropriate pending further analysis of the returned unit.

Event description:
It was reported that the insulin pump intermittently shut down for approximately 5¿25 minutes on about 25 occasions over the past month, with the device noted as warm to the touch and without on-device alerts or low battery indications. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of insulin delivery with user-initiated workarounds such as connecting to a charger, and a replacement device was provided with instructions for return and data handling.